Event description:
Related manufacturer reference number:2017865-2022-10750. It was reported that the right ventricle lead exhibited failure to capture, high capture thresholds, and high pacing impedance. The atrial lead exhibited high capture thresholds. The right ventricle lead and atrial lead were both explanted and replaced. Patient was stable.

Manufacturer narrative:
The reported event of high pacing threshold was not confirmed. As received, only the distal portion of the lead was returned in one piece. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage. Electrical testing did not find any indication of conductor fractures or internal shorts.